Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-04784, 1627487-2013-04786. The patient received 5 leads with two different lot numbers. It was reported the patient had not received adequate stimulation since she was implanted. The patient had not recharged the ipg for about 2 years. In addition, the patient reported she had a persistent pain at the ipg site. The patient had requested for the scs system to be explanted, and the physician planned surgical intervention to remove the system.